Manufacturer narrative:
The devices were not returned to boston scientific as they were discarded by the medical facility. Additional suspect medical device component involved in the event: product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), lot: 2000018996.

Event description:
It was reported that the patient experienced inadequate stimulation caused by high impedances on the lead. An x ray confirmed lead migration. The patient underwent a lead revision procedure where the lead and lead splitter were replaced and a new lead was added for better simulation coverage. The patient is doing well post operatively, with better coverage.